Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 559 mg/dl. Customer gave a correction bolus via the pump and manual injection to address bg level and went to the hospital. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown. The customer declined further assistance from tandem technical support regarding the hospitalization issue. No additional patient or event information was available.